Event description:
Customer reported difficulty reading pump display due to white circles obscuring content, but confirmed there were no scratches or shatters. There was no adverse impact to the customer¿s blood glucose level, as readings were not above 500 mg/dl or below 54 mg/dl. Tandem technical support decided to replace the pump, and the customer was instructed on using multiple daily injections (mdi) as a backup therapy. Customer was informed about putting the pump into storage mode and agreed to return the faulty pump using a pre-paid label within the designated timeframe.